Event description:
The reporter stated that the clock time on the device showed 9:39 when the actual time of day was 9:16. The reporter also indicated an inability to adjust the clock. No patient identifiers were reported from the reporter with regard to the four patients that were on the system at the time the reporter made their report.

Manufacturer narrative:
The date is left blank because it was not necessary to return the device to the manufacturer in order to address the reported issue. Other: device evaluated with respect to correct time of day. Results code; other: incorrect system configuration. Conclusion other: device setting corrected. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes one or more sun microsystems computers (cpus) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. The method of investigation was examination of the system's internal files via remote modem connection to the subject device. Investigation confirmed the reported problem: the system's time of day (clock) was not showing the correct time. Investigation found the clock times to be off on all cpus on this network (by up to 20 minutes). The problem was caused by an incorrect system configuration. The network location of the time-source was entered as 10.3.1.41; the entry should have been 10.3.1.43. The time-source location name was corrected to resolve the problem. This action was done remotely (via modem connection) so that it was not necessary to return any devices or physically travel to the customer's site. Regarding the customer's report of an inability to adjust the clock's time, this is not a device malfunction. When the system is configured to use a network-based time source, the ability of the user to adjust the clock is inhibited by design.